Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump failed calibration. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the pump device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the manufacturer medical seal was missing upon receipt. Functional tests, including calibration tests, were performed which passed. Error codes were not found in the event history log. Results: the customer reported problem was not duplicated during the investigation. The returned device passed all functional tests including calibration during the investigation performed. Root cause for the reported issue cannot be determined as the returned device passed all functional and calibration tests. The downstream occlusion sensor will be replaced for preventive measure. A manufacturing device history record DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed., corrected data: b5: correction: event or problem: additional information received, d4: correction: model number: 2120.

Event description:
Additional information was received on 21-jul-2022 via email and attached to the complaint object: all issues found with these devices were found during testing and repair. No patient involvement was indicated.